Event description:
Surgeon reports that the endovenous laser ablation machine had a failure in the middle of the procedure. Equipment unit displayed a warning and malfunction in the middle of the procedure requiring it to be rebooted 4-5 times. Surgeon uncertain if venous damage or any harmful event occurred.